Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was redness on the abdomen. The patient was directly admitted to the hospital. On 2016 (B)(6) an irrigation and debridement of the abdominal and back incision was performed. The patient was in the hospital being treated with intravenous antibiotics. The relationship of the event to intervention was noted as definite. Later it was reported that after the patient discussed option with the doctors they elected to remove the implant. The patient was discharged on 2016 (B)(6) and prescribed 6 weeks of IV antibiotics. Study intervention discontinued due to the event.